Event description:
The customer returned product for latch/lock issues; physical inspection found a latch/lock flex problem. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. No review of previous service history was performed. The reported issue was verified through functional tests. The cause of the issue was latch/lock flex. The lact/lock flex was replaced to fix the issue. The device passed all functional tests after the repair.